Manufacturer narrative:
The reagent lot numbers and expiration dates were requested but were not provided. Reagent issues were excluded as the correct repeat result was performed with the same reagent. The field service engineer found a dripping cell rinse nozzle. He replaced a valve, diaphragms, and the naohd tube. He confirmed the tests and the module were running within specification. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of incorrect hdl, glucose and ggt results for several patient samples tested on cobas 8000 c 702 module. For one sample the initial hdl result was < 0.08 mmol/l and the rerun result was 1.2 mmol/l. For a second sample the initial glucose result was 17.8 mmol/l and the rerun result was 9.8 mmol/l. For a third sample the initial glucose result was 13.6 mmol/l and the rerun result was 5.8 mmol/l. For a fourth sample the initial glucose result was 13.7 mmol/l and the rerun result was 4.9 mmol/l. For a fifth sample the initial glucose result was 14.8 mmol/l and the rerun result was 5.1 mmol/l. For a sixth sample the initial glucose result was 14.2 mmol/l and the rerun result was 5.3 mmol/l. For a seventh sample the initial glucose result was 20.2 mmol/l and the rerun result was 10.1 mmol/l. For a eights sample the initial glucose result was 16.5 mmol/l and the rerun result was 5.0 mmol/l. For a ninth sample the initial glucose result was 15.0 mmol/l and the rerun result was 3.9 mmol/l. For a tenth sample the initial glucose result was 10.2 mmol/l and the rerun result was 4.5 mmol/l. For a eleventh sample the initial ggt result was 67 u/l and the rerun result was 9 u/l.